Manufacturer narrative:
The pump has been returned to animas for eval. Eval revealed that the pump was intermittently unresponsive to up and down arrow button presses. The ok button was also observed to be hypersensitive and would not click or spring back. Adhesive/contamination was observed under the up, down and ok button contact. The ok button contact was found to be inverted.

Event description:
The pt contacted animas alleging that the pump was intermittently unresponsive to ok and down arrow button presses. The pt denied that the keypad was peeling.